Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on patch bond edge side assessed as unidentified (tear) opening (shell thickness was within specification). Other -medical: unable to observe as it is a medical event not related to the device. Delamination: no observed. Additional observations: observed 40 mm dark patch edge material. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Patient later reported "valve of the implant was delaminated and off." Healthcare professional then reported "history of breast trauma: marked accident" making rupture non device related. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Patient later reported "valve of the implant was delaminated and off." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and delamination.